Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter?s attempts to obtain the sample and lot number were unsuccessful, and therefore, an evaluation and batch review could not be performed. A follow up report will be filed if any additional information becomes available.

Event description:
A customer contacted global technical services (gts) regarding a system error 2367 that appeared on the home choice (hc) during dwell 7 of 9. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse who said that he was not aware of the patient having had that alarm. He said he was not the patient's primary nurse. He said as far as he knew, the patient has been completing therapy successfully, except that the patient is currently in the hospital. He said she is in the hospital for blood in the peritoneum. No further information was available. There was patient involvement.